Event description:
It was reported that the micro sagittal leaked an oil-like substance on to the bone during a procedure. The leakage was noted at the end of the procedure and the substance was lavaged out of the surgical site. No further treatment was reported; no adverse event was reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.